Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 435 mg/dl and was treated with insulin pump. Customer's blood glucose value at the time of call was unknown. It was unknown about the symptoms experienced by customer due to high blood glucose. In addition to that customer reported pulled the infusion set site accidently due to that customer's blood glucose was increased. And also reported that sensor glucose vs blood glucose readings. Sensor glucose value was 435 mg/dl. Blood glucose value was 202 mg/dl. Insulin delivery was not suspended due to sensor glucose vs blood glucose readings. Troubleshooting was not performed for high blood glucose and it was unknown whether insulin pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will continue using the insulin pump. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp mmt-7020 snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.